Event description:
Asr revision reported via sales rep, asr xl, right, patient was experiencing pain in hip, asr parts removed-replaced with competitors cup/liner. Stem was not explanted-used a new ceramic articuleeze head.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 11/04/2014 - litigation papers received. Litigation alleges pain, disfigurement, physical injuries, and elevated metal ion levels. The dob and doi was provided. The invoice was located. There is no new additional information that would affect the investigation. The complaint was updated on: 12/03/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable.   This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time.  A follow-up medwatch will be filed as appropriate.